Manufacturer narrative:
Summary: two reciproc blue files r25 8/100 25mm 025 were returned (on file in loose + one unused file). The file in loose is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1760628, #1760931, #1763768,1760627, #1761739, #1764586, #1765158, #1764627, #1765624, #1764600 and #1763562). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 3165. This is a follow up report to add this additional code. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to add this additional code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.